Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Event description:
Additional information later received reported that the patient had a previous surgery a long time ago and had some sort of reaction; the patient attributed it to titanium.

Event description:
It was reported that the patient had a pump with some kind of allergic or surgical reaction. Interventions, drug and patient outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.